Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/22/2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and hospitalization. The sensor was inserted at the upper buttocks on (B)(6) 2017. Patient's mother reported that cgm value was 220 mg/dl while the bg meter value was 340 mg/dl. Patient's mother took patient to emergency room (ER). At the ER, patient's blood glucose (bg) was 330 mg/dl. Patient was on verge of ketoacidosis. Patient was treated with fluids and insulin to urinate ketones out of system. Date of discharge from hospital is unknown. At the time of contact, patient is recovering. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.